Event description:
(B)(4). Loss /change of smell in 2012, MRI, cat scan negative followed by onset of migrating joint pain/fatigue 2013 cause not found by blood work ups. Have seen multiple physicians since then to no end. Had essure device removed (B)(6) 2015 by tubal ligation. Fatigue improved greatly after surgery and pain lessened for around 6 weeks but came back. Brain fog also since onset of joint pain.

Event description:
(B)(4). Had a pelvic CT (B)(6) 2016; results found metal fragments in upper uterus around insertion site of the essure device. Scheduled for lavh (B)(6) 2016.

Event description:
#Medwatcher #followup2 #FDA mw5062353 #(B)(4). Had lavh leaving ovaries on (B)(6) 2016. Had post op CT showed no metal fragments remaining. Still having joint pain at 3 weeks post op.